Manufacturer narrative:
D10: (B)(6), 02-020-14-0335 - truliant cr por fem cr por right sz 3.5. (B)(6), 02-022-55-3535 - truliant por tib tray size 3.5f/3.5t. (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk. 05001221184, (B)(6) - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a right total knee arthroplasty. Subsequently, one (1) year post-op, the patient experienced pain and instability. It was noted the surgeon attempted a trial of bracing; however, approximately one (1) year later, the patient underwent a revision procedure of the tibial polyethylene component. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, h6, h11. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision due to instability in this event cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.